Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump fill estimate was inaccurate after loading a cartridge with insulin. Troubleshooting with tandem technical support determined that the pump functioned as intended and the fill estimate was accurate. The user's blood glucose (bg) level was 250 mg/dl. The user addressed with bg level with a bolus via the pump.